Event description:
A malfunction alarm identified as malf 3 was reported. There was no adverse impact to the customer¿s blood glucose level. In response, the customer was advised to use multiple daily injections as a backup therapy, and technical support arranged for a replacement pump. The customer received instructions on storing and returning the malfunctioning pump with a pre-paid label.